Event description:
It was reported that the patient "over heated" during and MRI and the implantable cardiac monitor (icm) moved. The status of the device is unknown. No patient complications have been reported as a result of this event.